Manufacturer narrative:
Date sent: 10/28/2005 h4: information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, after reload, did not staple, but cut. Staples were not formed. The procedure was completed by hand suturing. The firing was very easy without any force. There was no patient consequence.